Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message during routine testing. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms, which were not reproduced due to a reload set error message. The alarms were confirmed during a review of the event history log. Evaluation found the upstream fluid values to be out of specification and determined the cause was a failed upstream sensor. The failed upstream sensor was replaced. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-04121 can be removed from the FDA database.